Event description:
Baxter reported "miniset twist transfer set: one of the two occluder feet broke in normal use in 4 mos." Per affiliate, the issue was noted during use with no pt injury or medical intervention associated with this incident.